Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported bleeding could not be conclusively established. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instruction of use lists infection and bleeding as adverse events which may be associated with the use of heartmate 3 lvas. This document also lists infection as a potential late postimplant complication. The IFU provides the recommended anticoagulation regimen, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, both the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket/pseudo pocket) and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management", lists infection as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, several sections of the IFU and patient handbook provide care instructions in regard to preventing infection as well as the suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's heartmate3 implant was performed on (B)(6) 2023. Blood cultures were drawn on (B)(6) 2023 and were positive for staphylococcus epidermidis with an unknown source. A chest computed tomography (CT) showed chest hematoma. Transesophageal echocardiography (tee) was negative for intracardiac vegetation. The infectious disease (ID) unit evaluated the patient and noted that the infection was likely secondary to the seeding of the left ventricular assist device (lvad), versus an infected thoracic hematoma. Intravenous vancomycin was given to the patient for 6 weeks and the patient was discharged on (B)(6) 2023 in stable condition. The patient had since been transitioned to chronic doxycycline by mouth. Repeat blood cultures had not been drawn since the initial admission. The patient remained stable and did not undergo another hospitalization. The pump continued to run as expected without malfunction.